Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. Photo analysis: visual analysis of the photographs identified: rupture: unable to observe. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: white encapsulation was observed on the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV diagnosed via ultrasound, by touch and during explantation. Device has been explanted and replaced.

Event description:
Capsular contracture, baker grade IV did not occur on right side. Healthcare professional reported right side "small amounts of fluid" and implant rippling via ultrasound.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Diagnosed via ultrasound, by touch and during explantation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: wrinkling: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Lump/nodule-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Additional observations: yellow particles observed on the surface of the shell. Observed deformation on the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV, "some implant rippling", and "small amounts of fluid" diagnosed via ultrasound. Healthcare professional also reported the following non-device-related event: "solid nodular image in the retroareolar uiq of the right breast, which shows some polylobulated borders, measuring 12 mm in longest axis, apparently of benign appearance (fibroadenoma)". Device has been explanted and replaced with a non-allergan device.